Manufacturer narrative:
(B)(4). This event concerns a device that was mfg and used outside the united states. In response to the warning letter that the united states FDA issued to sorin biomedica (dated oct 29, 2009), sorin is filing this MDR at this time. Since the device remains implanted, the programmer files were reviewed. (B)(4). Conclusion: the reported event occurred because of an interaction between implant and programmer operations, and user practice. This case was not covered by the programmer software specs. This will be corrected in the next version of smartview (B)(4). Meanwhile, to avoid this situation, the interrogation session started before the implantation procedure has to be ended. A new interrogation must be performed in order to program parameters after implantation procedure is finished.

Event description:
One week after the implantation of the device involved in this report, a lead repositioning intervention (that is not the object of this report) was performed. Device was interrogated prior to the intervention, and no follow-up data stored in device memory (aida) was available on programmer screen. This condition was not visible anymore during the device interrogation that was performed after the re-intervention.